Event description:
In 2008, the pt reported that she began use of her infusion device without first being trained. She inserted a full insulin cartridge into the infusion device and then removed it. The plunger of the insulin cartridge remained attached to the piston rod of the infusion device, and the entire contents of the cartridge spilled into the cartridge compartment. The pt was educated on the proper technique for removing the insulin cartridge from the infusion device. Pt training was requested. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.